Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates yes, nose shroud/cracked yes, staples in nose yes(1), staples in track yes(14), trigger engaged with precock yes. Functional tests & results: cycled instrument no. Analysis conclusion: based on the inquiry info received and the visual examination, it was concluded that the reported "device jammed" during surgery was due to a yielded cartridge nose weld. No conclusion could be reached as to how the cartridge nose had yielded. Co reviews each incident as it occurs in an effort to continuously improve products and prcesses.

Event description:
It was reported the device was used during a rectus abdominus procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.